Manufacturer narrative:
Corrected data: additional information received provided updated product information.

Event description:
Analysis of the returned generator has been completed. The generator was found to be at end of service with a battery voltage of 0.109 volts. The generator otherwise performed to specifications and no anomalies were found.

Event description:
Additional information was received indicating that the patient's generator was explanted on (B)(6) 2011. The explanted generator has been returned and is currently undergoing analysis.

Event description:
It was reported that the pt's vns was explanted on (B)(6) 2011 and was not replaced. It was also noted that the pt's vns has "not been working since 2009." Follow-up with the neurologist's office found that the pt's epilepsy has been well controlled by medication alone however, it was not known what is meant by "not working." The pt requested that her vns been explanted. The neurologist stated that another physician had been managing the pt's vns therapy. Attempts for further information have been unsuccessful to date.